Manufacturer narrative:
Date sent to FDA: 9/11/2020. H6 patient codes: 1695, 3191 - decreased appetite. Additional information: a1, a2, d3, g1, g2. Additional b5 narrative: it was reported that following the procedure the patient experienced hernia recurrence, abscess, adhesions, scarring and decreased appetite.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent ventral incisional herniorrhaphy surgery on (B)(6) 2010 during which the surgeon noted the mesh was retracted and sharply dissected in small pieces to remove extraneous mesh. It was reported that the patient experienced severe pain, mesh extrusion, recurrence, nausea, inflammation, bulging, stress and anxiety. No additional information was provided.